Event description:
Abiomed impella device inserted about three days ago in cardiac cath lab at our hospital for decompensated chf and severe mitral valve regurgitation as patient not responsive to medical management after myocardial infarction (mi). Ejection fraction (ef) 10-15% and cardiogenic shock. On removal in operating room, clot found in device. Device failed prior to arrival to operating room and trouble-shooting with abiomed not successful, leading to need for device removal and placement of new rvad.